Event description:
It was reported that during a system revision procedure due to a suspected rv lead fracture, the physician experienced difficulty when attempting to remove this right atrial (ra) lead from the original implant location. After several attempts, the ra lead tip broke off and was left in the atrium. It was stated no further intervention is planned to remove the portion of lead in situ and that the explanted portion is not expected to be returned for analysis. The patient was stable with no additional adverse effects.